Event description:
It was reported that an alert 28 indicating a battery thermistor range issue appeared on the ilet when the user connected the device to the mobile app, after which the user restarted the device and insulin delivery resumed; the alert recurred later the same day and the device was deemed an out-of-box failure and replaced. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin delivery after restart, replacement device shipment, and return of the original device. Investigation included troubleshooting with the user and device replacement logistics. Investigation of this case revealed a suspected battery thermistor malfunction consistent with a hardware fault. It was concluded that the device experienced a hardware failure of the battery temperature sensing function, and replacement resolved the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.